Manufacturer narrative:
Section b1, b2, h1: correction (only product problem was reported, no adverse events). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. During pump preparation, the tunneling adapter was dropped in sterile saline where the pump was being primed. The tunneling adapter was dried for several minutes. A sterile lap and sterile swap were used to wipe away any access saline. An abbott staff engineer instructed the site that the tunneling adapter was okay to use if dried. There were no reported issues during the assembly process. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23jul2020 via customer order (B)(4). The heartmate 3 lvas IFU includes the tunneling adapter in the list of equipment and supplies required for implant. The IFU also provides instructions on how to unpack all of the implant kit components in the operating room, including the pump and accessories tray. The IFU states to move the sterile pump to the pump preparation sterile area and to screw the sterile tunneling adapter on to the pump cable connector. The user is also instructed to remove all the sterile components from the accessories tray and place in the sterile work area. In addition, this document explains how to use the tunneling adapter. The IFU warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
During pump prep, the tunneling adapter was drop in sterile saline where the pump was being primed. The tunneling adapter was dried for several minutes. A sed sterile lap and sterile swap to wipe away any access saline. There was no reported issues during the assembly process. No further information was reported